Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported being hospitalized for two weeks. She stated she had fluid around her heart, leading to the hospitalization. The customer also stated she was receiving no delivery alarms. She also reported receiving a failed battery test alarm. Troubleshooting for the failed battery test found the battery compartment was not damaged or corroded. Customer's blood glucose was unknown. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.